Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead became lodged in a small vessel branching off of the superior vena cava. The physician had difficulty pulling the lead out, and upon removal the physician was concerned the lead tines had been damaged. A replacement lead was chosen and implanted. No patient complications have been reported as a result of this event.